Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: no product or x-rays were returned for review. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected the product failed to meet specifications. The investigation could not verify or identify any evidence of product contributing to the reported problem. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for radiographically proven osteolytic lesions at tibia head.